Manufacturer narrative:
The device manufacture date for this product is july 29, 2015. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that low signal amplitudes were noted resulting in oversensing and inappropriate shock to be delivered. The device was reprogrammed. Most recently more inappropriate therapy was seen and a revision procedure took place most recently due to electrode movement and the inappropriate shock delivered. An inquiry regarding if the most recent inappropriate shocks were due to the electrode movement. The electrode remains implanted. No additional adverse patient effects were reported. Additional information noted that undersensing was noted which occurred prior to the electrode repositioning procedure. No delay in therapy or failure of therapy delivery was noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the completed electrode was returned. Visual inspection noted setscrew marks on the terminal pin, a cut in the terminal silicone sleeve, electro cautery damage as well as blood/fluid in the electrode lumens. The damage was likely induced during the explant procedure. The electrode passed electrical testing. Laboratory analysis could not confirmed the reported clinical observations.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that inappropriate shocks due to oversensing were once again noted. A revision took place and the device was explanted and electrode were explanted and will be returned. No further adverse patient effects were reported.

Event description:
Additional information noted that the device was programmed to primary vector and although noise was noted no oversensing was seen. No further repositioning was performed and no issues were noted on x-ray.